Manufacturer narrative:
Correction: - product problem should have been checked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. After an implant procedure, a patient presented with weak breathing. After echocardiography, it was confirmed that the patient is suffering from cardiac tamponade that went into cardiac arrest. A pericardial drainage and cardiopulmonary resuscitation was attempted but the pulse was not recovered. X-rays confirmed that the lead was placed at the ventricular septum and the screw perforated the myocardium.